Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of two endo clip* 5mm clip appliers. Microscopic inspection of the instruments noted presence of clips in the tubes. However, it was observed that the pusher bars were buckled and the red indicators were visible in the windows. Functional evaluation could not be performed as the safety interlock features were engaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy. There were issues loading or firing clips from the device. The clip applier loaded and fired one clip successfully, then would not fire again. To complete the procedure, another device was opened. No patient injury or extension in surgical time. Patient status is alive, no injury.